Manufacturer narrative:
The technician found that the casters were worn due to age. The technician replaced the foot end casters to repair the bed.

Event description:
Info received indicates when the brakes were engaged, the foot end casters would still swivel.